Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA: 564121, per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the initial implant of this transcatheter bioprosthetic valve the baseline gradient was 34 millimeters of mercury (mmhg). Following the implant at discharge the gradient was 9 mmhg. Approximately 4 years and 9 months following the implant of this transcatheter bioprosthetic valve, shortness of breath presented. The patient was admitted from the emergency department. Progressive bioprosthetic valve deterioration was identified which included aortic stenosis and increased gradients with a measurement of 39 millimeters of mercury (mmhg). As result, an additional aortic transcatheter valve was implanted 17 days later. Following this valve revision, the residual aortic gradient of the new active aortic transcatheter valve measured 6 mmhg. Three hours following the valve revision, the patient experienced worsening dyspnea associated with worsening o2 saturation. An increase in oxygen was delivered initially by nasal cannula and changed to a non-rebreather mask. An electrocardiogram (ECG) revealed right ventricular strain verses an inferior myocardial infarction (mi). Antiarrhythmic, anticoagulant, and vasoconstrictor medications were administered. An emergent cardiac catheterization was required to rule out a coronary artery obstruction. The catheterization identified the proximal circumflex was 60% stenosed. There was no evidence of a myocardial infarction. Additional treatment was not reported. The patient was discharge approximately 22 days later to home hospice with pulmonary hypertension. No additional adverse pat ient effects were reported. Additional information was received which indicated the initial transcatheter bioprosthetic valve was implanted at 8mm on the non-co ronary cusp (ncc) and left coronary cusp (lcc). Following placement, the valve was well expanded. Prior to replacement of the valve no evidence of thrombus was identified. Following the implant of the second transcatheter bioprosthetic valve, a worsening of the patient¿s underlying and pre-existing type 1 pulmonary hypertension was observed. ECG changes were observed, so the left heart catheterization was performed. The catheterization showed good coronary filling and that the valve was working well. Per the physician, the patient being discharged to hospice was due to the underlying condition and was independent of the valve and valve implant procedure. Additional information was received which indicated a later onset date of hospital admission. As result, the transcatheter valve revision occurred 10 days following the admission rather than 17 days as previously reported. No additional adverse patient effects were reported. Additional information was received the approximately four years, five and one half months following valve implant, one day following discharge to hospice, the patient died. The cause of death was not reported; however, it was indicated the worsening pulmonary hypertension and chronic respiratory failure contributed to a cardiac related death. An autopsy was not performed.